Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient was being checked at the hospital for unrelated reasons. Upon interrogation, noise was noted on the right ventricular lead. Isometrics were performed and barely any lead noise was noted. No intervention was performed. No patient consequences were reported. The patient was stable throughout.

Event description:
New information notes the right ventricular lead was capped (B)(6) 2019 and replaced. The reason for the procedure was noted as oversensing. No further information was available.

Event description:
New information notes the patient was stable before and after the procedure.